Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was experiencing pain "underneath her backside/tailbone." The pain was reported to have started "a long time ago" and the patient reported that a previously reported fall may have contributed to the pain. During the call the patient was able to connect with the ins and decrease stimulation. As the patient decreased stimulation the patient stated that the pain was also decreasing. The patient planned to leave stimulation at 2.6 because it was comfortable there. The patient has an appointment with a new healthcare provider (hcp) on (B)(6). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient fell on the ice and went to the ER. The patient reported they fell on the side opposite to the implant. They also reported that they thought something was wrong with the device. The patient noted that that sometimes they ¿stool.¿ the patient reported that they had felt something was wrong with the device for ¿a while.¿ (event date unknown).